Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose was 70 mg/dl and the cause was not known. Tandem technical support assisted the customer with performing a pump system check and the pump time was found to be off by 5 minutes. The customer updated the time.